Manufacturer narrative:
Exact date unknown, event occurred a year after the date of implant.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.